Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number. H3, h6: a product investigation was conducted. Visual inspection: the drill bit ø2 w/double marking l140/115 3 (p/n: 323.062, lot number: f-10607) was received at us cq. Upon visual inspection, the tip of the drill is broken. The broken tip components were not returned. The reported embedded device was not confirmed as no x-rays were provided. Dimensional inspection: specified dimensions: diameter of the drill shaft: was measured and found to be conforming. Document/specification review: relevant drawing current and manufactured was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the drill is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.062, lot: f-10607, manufacturing site: bettlach, supplier: sphinx werkzeuge ag, release to warehouse date: 18. Dec. 2009, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure, a drill was being used for ankle fracture. The scrub nurse noticed drill was incomplete and notified the surgeon, a x-ray was done. One drill tip snapped inside the ankle/left in place as irretrievable, the tip of drill was located and the surgeon decided to leave it in place as not affecting other screws. It was also reported that another one from the set was used which then snapped again. Per the surgeon, retrieval would cause further damage to the bone. Other screw placement was deemed acceptable. The tip was disposed of by a scrub nurse. There was a 5 minute delay. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown) this complaint involves two (2) devices. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This report is 1 of 2 for pc-000867728.

Event description:
Additional event information the tip of the broken drill bit could have compromised other screw placements. However, it was away from where the remainder of the screws are going therefore was deemed acceptable to leave the broken drill tip than to take out. Taking out the tip could create more damage to the fractured bone. The patient outcome was stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.